Event description:
Patient, through legal representative, reported "late seroma" and "anaplastic large cell lymphoma associated with breast implants (bia-alcl)". Histopathological markers of cd30+ and alk- have not been provided. This record is for the left side. The device status is unknown.

Manufacturer narrative:
The events of seroma, and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Complaint is of a legal variety and therefore no follow up can be requested. Reason for reoperation: "late seroma" and "anaplastic large cell lymphoma associated with breast implants (bia-alcl)".